Event description:
It was reported that the event occurred when starting the pump. The pump was imported in (B)(6) 2010. Whether the pump is plugged in or not, it is functional and the power status shows no problem. However, if the pump is slightly moved or shaken, the power status will suddenly drop and the pump will begin to alarm. The alarm displays battery inoperative, check circuit breaker and call field service. As a result, the md had to press "reset" when the device alarmed. There is no report of pt death, complications or injury. No medical/surgical intervention was required. The therapy was not delayed, but interrupted while resetting the pump. The pt outcome is fine. The circuit breaker assembly was tested and found defective. There is no service report for the pump.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.